Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a spotty, itchy rash underneath the electrodes during a follow-up, it was reported that the irritation got worse and he developed blisters and one of them got punctured. The patient's nurse put bandages on the affected area. During another follow-up, it was reported that the patient's irritation improved.